Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 38212371. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a revision procedure wherein the lead was repositioned and the clik anchor was loosened. The patient was doing well postoperatively.